Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements due to scar tissue from the previous cardiac surgery. In addition, upon checking the previous device the threshold was found to be 2.2 volts at 0.4 milli seconds and the previous threshold had around 1.5 volts at 0.4 milli seconds. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements due to scar tissue from the previous cardiac surgery. In addition, upon checking the previous device the threshold was found to be 2.2 volts at 0.4 milli seconds and the previous threshold had around 1.5 volts at 0.4 milli seconds. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Visual inspection revealed no abnormalities. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.